Event description:
Hamilton medical ag received the following event description from the partner: "ptank pressure over 500 mbar during mixer check in service software.".

Manufacturer narrative:
Tank over pressure valve was replaced. Additional information added in follow-up #1 (B)(4). The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a technical defect of the tank overpressure relief valve. After replacing the tank overpressure relief valve the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the technical defect of the tank overpressure relief valve could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Manufacturer narrative:
Tank over pressure valve was replaced.

Event description:
Hamilton medical ag received the following event description from the partner: "ptank pressure over 500 mbar during mixer check in service software. ".